Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was non-prophylactically explanted and replaced. No patient complications have been reported as a result of this event. (B)(6) 2018: it was further reported that the right atrial (ra) lead dislodged during the laser extraction of the right ventricular (rv) lead. The ra lead was then removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.